Manufacturer narrative:
Date sent to the FDA: 08/17/2021 additional information was requested, and the following was obtained: did the needle fall into the patient's body? No. If yes, did the needle got retrieved during the procedure? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qpbckq and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient's body? If yes, did the needle got retrieved during the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used for the fixation of a thoracic drain. During the procedure, the needle broke after 2 stitches. Use of another needle to perform the third stitch for the fixation of a thoracic drain. There were no adverse patient consequences. Additional information was requested.